Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had broken hardware on the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was broken hardware on the drawer. A field service engineer had removed the auxiliary drawer 1.2 magnetic strip from the station. The station was powered off, and the magnetic strip was inserted back into the drawer. The drawer was tested in hardware test application, and all tests passed. No further issues were found. E.1. Initial reporter facility: (B)(6). The system functioned as intended after the field service engineer repaired the device.